Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer expressed lethargy and feeling very sleep as symptoms of her high blood glucose. The customer was treated with an IV drip and fluids. Troubleshooting was done. The customer stated that the drive support cap was flush. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The customer confirmed that she had already disconnected from the insulin pump and was using manual injections. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.